Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrium (ra) lead exhibited high thresholds. The abnormal measurements were likely caused by a dislodgment. Physician mentioned that the dislodgement was caused due to insufficient amount of slack. The lead was successfully repositioned.